Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse did not confirm an active leak; however the fse replaced a defective red blood count (rbc) diluent dispenser and verified instrument performance. Additionally the fse flushed vacuum system and adjusted volume, conductivity, scatter (vcs) gains as part of incidental service. The fse did not confirm an active leak; however, he replaced a defective rbc dispenser (pm2) which may have caused the reported leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting that there was a diluent leak of approximately 5-10 ml coming from the coulter® lh 780 hematology analyzer. The leak was not contained within the instrument. Prior to the discovery of the leak, there was a recurring background failure on all parameters. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.